Event description:
Patient was admitted to the hospital with end stage kidney disease and nausea / vomiting. Impedance check on implanted device displayed: lead 2 >20,000 ohms, battery reading low. End stage renal disease. Enterra implanted on (B)(6) 2017.